Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -8.50/1.0/169 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Product evaluation: lens was returned in a micro-centrifuge vial with clear surgical debris on product. Visual inspection found no visible damage to the lens with debris on the lens surface. Claim#: (B)(4).